Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced blood in urine due to the right cylinder rte (rear tip extender) eroded through the urethra, which was confirmed in cystoscopy. Due to this, a surgical procedure was performed to explant the right cylinder and allow urethra to heal. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematuria and erosion are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced blood in urine due to the right cylinder rte (rear tip extender) eroded through the urethra, which was confirmed in cystoscopy. Due to this, a surgical procedure was performed to explant the right cylinder and allow urethra to heal. There were no further patient complications.